Event description:
Additional information: it was reported that the event was related to the implant procedure.

Manufacturer narrative:
.

Event description:
It was reported that the patient experienced partial dehiscence and punctate type ulcer at the abdominal pump implant site. A circular opening about 1 centimeter x 1 centimeter was noted at the pump pocket site; serosanguinous drainage. The patient underwent 'cleansing of pocket site and steri-strips' on (B)(6) 2011 and surgical repositioning of the pump on (B)(6) 2011. The outcome was reported to be resolved without sequelae as of (B)(6) 2011. The pump contained morphine 10.0 mg/ml and bupivicaine 10.0 mg/ml in simple continuous mode.